Event description:
Additional information was received from the surgeon that the patient had intraocular lens (iol) exchange surgery and symptoms have all resolved.

Event description:
A customer reported that following intraocular lens (iol) implant surgery a patient had an unexpected outcome. The lens was removed. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the manufacturer was not provided a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned. The iol product history records were reviewed and documentation indicates the product met release criteria. Monarch product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints in the lot number. The manufacturer internal reference number is: (B)(4).